Manufacturer narrative:
The manufacturer has completed the investigation of a cough assist that allegedly was being used to ventilate a pediatric patient after major cervical surgery. Intubation was not possible. The patient reportedly went into cardiac arrest and cardiopulmonary resuscitation was required. The patient is now in stable condition. There is no allegation of device malfunction that caused or contributed to the event. The cough assist device was evaluated by a third party service center. The cough assist was found to operate properly. There was no evidence of a malfunction that indicated a failure occurred. The manufacturer concludes the device operated to specifications. The device did not cause or contribute to the reported event. The cough assist's intended use states,"for use on any patient unable to cough or clear secretions effectively due to reduced peak cough expiratory flow, resulting from high spinal cord injuries, neuromuscular deficits or severe fatigue associated with intrinsic lung disease. It may be used either with a facemask or mouthpiece, or with an adapter to a patient's endotracheal or tracheostomy tube."

Event description:
The manufacturer received information alleging a pediatric patient had major cervical surgery. Intubation was not possible. The reporting facility used a cough assist to ventilate the patient. The patient went into cardiac arrest and cardiopulmonary resuscitation was required. The patient is now in stable condition. There is no allegation of device malfunction that caused or contributed to the event. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.